Manufacturer narrative:
A supplemental report is being submitted for device evaluations. Product event summary: two batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The power sources were able to adequately connect to a controller; all connections were stable with no abnormalities observed on the batteries' connectors. Additionally, the batteries were able to properly connect and charge on the test battery charger. As a result, the reported not charging, no power, and poor mechanical connection events were not confirmed. Review of the controller log files could not be conducted since log files covering the reported event date were not available for analysis. As a result, the reported "no power alarm" could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "no power alarm" can be attributed to a loss of power to the controller due to the disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial #: (B)(6), d9: yes, return date: 12-feb-2021, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b01, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: heartware ventricular assist system battery, model #: 1650de, catalog #:1650de, expiration date: 31-mar-2018, serial: (B)(4), UDI #: (B)(4). Device manufacture date: no. Mfg date: 24-mar-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not providing power and not charging while connected to the battery charger due to very used battery connections, which triggered a no power alarm. The batteries will be replaced. No patient complications have been reported as a result of this event.